Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 2 of 3. The home patient (hp) disconnected in the dwell cycle. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm and finish with manual supplies. A follow up call was made on 5-11-09 in which the home patient's nurse reported that the home patient had peritonitis. The home patient had a cloudy bag, abdominal pain and a temperature of 99.3 in 2009. A culture was done on that day, and the home patient was diagnosed with peritonitis. The home patient was not hospitalized. The preliminary results of the culture for the gram stain was 3+ poly morpho nuclear cells with no organisms seen. The final gram stain was rare alpha hemolytic streptococcus. The leucocytes count was 7500, the neutrophils were 87% and the lymphocytes were 13%. The home patient was given 1gram of vancomycin and 1gram of cefazolin on the event day, intraperitoneal (ip) and 2grams vancomycin and 1gram cefazolin in the following day, ip. The nurse stated that the home patient is feeling better and the bag was clear.

Manufacturer narrative:
The sample is not available for evaluation. It was discarded.